Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer states that the small flat piece that attaches the handle to the pump on this lift is broken. One of the holes broke on it. Consumer states the handle broke while transferring the patient. Consumer states that they used a board to help transfer him out of the lift.